Event description:
It was reported that the procedure was to treat a perforation of a heavily calcified, heavily tortuous right coronary artery (rca). The 2.80x19mm graftmaster covered stent failed to cross after several attempts due to anatomy. Another graftmaster was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.